Manufacturer narrative:
(B)(4). Pump had severely cracked and bleeding lcd glass. Unable to perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to damage lcd glass. Pump had cracked battery tube threads, reservoir tube lip, minor scratched and dented display window.

Event description:
It was reported that the pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that pump had been smashed after it was dropped and a car had run over it. The damage was visible. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.